Event description:
Service and repair report stated the instrument was not holding. Device was scrapped (B)(6) 2013. Device did malfunction while being used on a patient. There is no additional information is available.

Manufacturer narrative:
This report is being retracted as this is a duplicate report of synthes MFR report #8030965-2013-01202.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as product was discarded.